Manufacturer narrative:
Additional information was received that the physician did not suspect device malfunction. The patient underwent a pocket revision procedure and the pain resolved following the procedure.

Event description:
A report was received that the patient is experiencing pain at the ipg pocket site. The patient will undergo a revision procedure to relocate the ipg pocket site.

Event description:
A report was received that the patient is experiencing pain at the ipg pocket site. The patient will undergo a revision procedure to relocate the ipg pocket site.

Manufacturer narrative:
This issue was previously reported in MFR # 3006630150-2017-01017.

Event description:
A report was received that the patient is experiencing pain at the ipg pocket site. The patient will undergo a revision procedure to relocate the ipg pocket site.